Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically, tactile and visually inspected. The piston was sticking out of the boot, when received. Blood was present outside and inside the device and 100ml in the attached waste bag, when received. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Functional testing was performed by placing the device in the angiojet console and opening the spike line. The device was loaded into the console but not ran for 60 seconds; however, there was seepage into the attached waste bag. Functional testing then consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode and 60 seconds in power pulse mode. The device ran within normal range (10.24 kpsi), without any leaks, issues or alarms. When in power pulse, no fluid was draining/leaking into the waste bag. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that aspiration occurred without activation. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the leg. During introduction before procedure, there was several milliliters of blood leaking back into the catheter tube towards the waste bag without it being activated. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.